Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, echocardiogram results revealed valve degeneration. The valve was explanted and a cuspal tear was noted. The valve was replaced with another mosaic valve and an aortic patch. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis/conclusion: no product was returned for analysis. The device history record could not be reviewed as no serial number was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, or product returned, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.